Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013-(B)(6).

Event description:
It was reported the patient stated the pump was not working. An MRI was planned.the patient has "air on her brain" and they suspect she may be injecting herself.